Event description:
Customer called to report a diluent leak near the low vacuum regulator vl46a, of the coulter lh750 hematology analyzer. Customer stated that a few drops would leak intermittently while running tests. The leak was contained within the instrument. Customer was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and replaced the farm tubing, as well as the actuator beneath the retic (reticulocyte) mix motor. The fse found that the leak was located at pinch valve pv46a, possibly due to worn tubing. The fse then, verified proper instrument performance to ensure that the services performed effectively, resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).